Manufacturer narrative:
F10 patient codes: 1750-labeled, 1994-not labeled, 3191-not labeled. F10 device codes: 1395 - labeled. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Lawyer-filed report e2012020.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair on (B)(6) 2014, and a mesh was implanted due to right inguinal hernia. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.